Event description:
It was reported that vrs is needed for revision reverse arthroplasty. Patient experienced scapular notching of his reverse shoulder implants leading to bone loss/erosion, loss of glenoid baseplate fixation, broken screw, and implant failure. Due diligence has been completed for this complaint; to date all available additional information has been received

Manufacturer narrative:
(B)(4). D10: item # unknown, unknown glenoid head, lot # unknown. Item # unknown, unknown baseplate, lot # unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.